Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had blood flow back into the tubing after use. The following information was provided by the initial reporter: material no: 367364. Batch no: 9098598, unknown. It was reported that blood flowed back into the tubing filling the area around the spring and ran down the line.

Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9098598. Medical device expiration date: 2021-04-30. Device manufacture date: 2019-04-08. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had blood flow back into the tubing after use. The following information was provided by the initial reporter: material no: 367364, batch no: 9098598, unknown. It was reported that blood flowed back into the tubing filling the area around the spring and ran down the line. Event description per sfdc pir states: manager stated that when staff engage the safety device. The blood would fill the spring area and runs down the line. The staff's gloves were covered in blood and splatter on her lab coat. Blood flowing back into tubing when needle is retracted. It seems to stay around spring area.